Event description:
It was reported that a user experienced hyperglycemia after discovering a leaking infusion site while using an ilet system with a 23" cartridge, with sensor data showing glucose up to 360 mg/dl and no occlusion alert generated. Investigation included review of device logs, bionic report, alert history, firmware status, alert settings, and time settings on the device. Investigation of this case revealed active insulin delivery, no cgm disconnections, no air bubbles reported in the cartridge, a site leak consistent with hyperglycemia, and a device time offset of 17 minutes that could explain perceived alert timing. Symptoms included elevated blood glucose without loss of consciousness or need for medical intervention. Outcomes included user-reported recovery after site change and continued insulin delivery with glucose trending down to 238 mg/dl by the end of the interaction. It was concluded that, based on previously established findings for similar reports, the hyperglycemia was associated with an infusion site leak and user time-setting discrepancy, with device performance consistent with design and no confirmed occlusion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.